Event description:
It was reported that the patient developed a hematoma after falling. The patient had a slight discomfort in the pocket area. The hematoma was evacuated. However, an infection had developed as the implantable cardiac monitor eroded through the patient's skin. The icm was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. (B)(4).